Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in a calcified and moderately tortuous left superficial femoral artey. A coyote es otw 4mm x 40mm x 145cm balloon catheter ruptured at 6 atm on initial inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).